Event description:
Updated concomitant devices: locking screw (part 413.324s, lot 9470776, quantity 1); locking screw (part 413.326s, lot 9724637, quantity 1); locking screw (part 413.334s, lot l233589, quantity 1); locking screw (part 413.340s, lot l840493, quantity 1); locking screw (part 413.355s, lot l448384, quantity 1); locking screw (part 413.360s, lot l758059, quantity 1); locking screw (part 413.360s, lot l560870, quantity 1); locking screw (part 413.360s, lot l783445, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 440.837s, lot l533537: manufacturing site: raron. Release to warehouse date: august 30, 2017. Expiry date: august 01, 2027. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. This implant was manufactured from a forging blank manufactured at raron. The raw material certificate was reviewed and the used material was according to specifications for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the plate is broken into two pieces through one of the holes. A few small scratches are visible on the top surface. Instead of the anodized golden layer, the surface around the break of the bottom side of the plate¿s shaft is shiny grey, the blank titanium is visible. The critical features have been verified on the complaint part. All measurements of the measurable features of the received plate were found to be in specification and therefore align with the results on the tests and measurements performed during production. The plate was produced as it intended. No process deviations were detected. Therefore, the complaint is confirmed but not valid from the manufacturing site point of view. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, an open wedge high tibial osteotomy for osteoarthritis was performed with tomofix tibial head plate (left). The surgery was completed successfully except for the hinge fracture which occurred during the surgery. The patient started partial weight bearing a week after the surgery and full weight bearing a month after the surgery. On (B)(6) 2018, the patient visited the hospital and reported pain around the knee. The surgeon discovered through x-rays that the plate was broken, and the patient was experiencing delayed union of the osteotomy section. The hinge fracture has turned into type iii. By checking x-rays taken in the past the surgeon noticed that the breakage of the plate had occurred 2 months after implantation. The surgeon commented that the breakage of the plate had occurred because the osteotomy section had not united and the plate had been under a continuous heavy load. Plate replacement surgery was performed on (B)(6) 2018. The patient¿s autogenous bone was grafted into the osteotomy section, replacing an artificial bone in the area. The broken plate was replaced, and screw fixation was added from the outside of the leg. Surgery was completed successfully with no reported consequence for the patient. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a titanium (ti) tomofix medial high tibial plate. This is report 1 of 1 for pc-(B)(4).